Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issue could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed.the search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim while administering darzalex faspro, the texium leaked darzalex faspro onto the 2x2 gauze pad that I was holding under the texium. No medication leaked onto the pt and no medication leaked on me.